Event description:
Pt called pdc on (B)(6) 2010 to report medical intervention that occurred on (B)(6) 2013 around 11:00pm. Pt reported feeling light-headed and shaky in his legs. He continued to say that he got up passed out, falling to the ground and twitching. He said the prodigy meter gave a reading of 160mg/dl. Medics were called immediately after the prodigy reading, arriving 20-30 minutes later. A reading was done with the medic's meter and it read 66mg/dl. The pt was given a sugar solution to raise his sugar level before being transported to the emergency room. Pt reported a medic reading of 99mg/dl and an initial emergency room reading of 91mg/dl. Pt was given a sandwich to eat but his sugar level continued to drop to 79mg/dl. No additional emergency treatment was reported. Pt was released a few hours later around 4am. He doesn't know reading upon release but said it was good enough for him to leave. Prodigy sent replacement meter, ts and cs with prepaid envelope and requested return of suspect product(s).

Manufacturer narrative:
Ok biotech check the returned meter and found the current test is 1.2ua<55ua. Pass. The working voltage test is 400.4mv(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.